Event description:
See manufacturer #6000153201004974. During a trial the physician was unable to advance the stylet into the leads. It was suspected that the leads were fractured. The physician tried to use another stylet and was unable to advance that stylet into the leads. Leads were never fully implanted in the patient and were replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).